Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v604559, implanted: (B)(6) 2011. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect. The reporter stated that the patient's symptoms returned two weeks ago, and the patient also fell two weeks ago. It was reported that the patient thought the implant had moved. The reporter stated that the patient had a poor communication screen when syncing the device with the patient programmer, but was able to sync with the antenna attached. It was reported that the patient attempted to increase stimulation and saw a screen telling her to turn stimulation on. The patient turned the device on and increased stimulation to 2.4 volts. It was reported that the patient had comfortable stimulation in the bicycle seat area. Additional information has been requested but was not available as of the date of this report.